Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was transferred from olympus service operation repair center (sorc) to olympus medical systems corp. (Omsc). Omsc checked the subject device and found that the reported event (error e216) was duplicated, the ccd cable in the bending section was crushed, and the error e216 occurred when the crushed portion of the ccd cable was pinched with tweezers and shaken. Therefore, there was a possibility that the ccd cable was broken or had an electrical short circuit at this crushed portion. In addition, it was also confirmed that there were chips/scratches on the adhesive of the bending section and scratches on the bending section rubber. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation, omsc concluded that the reported event was caused by the breakage or electrical short circuit at the crushed portion of the bending section when the subject device was angulated. The exact cause of the crush of the ccd cable could not be conclusively determined, but there was the possibility that this crush was attributed to the unexpected stress being applied to the ccd cable by the temporarily disruption of the arrangement in the ccd cable, due to the external stress such as a trocar collision, because the bending section rubber/adhesive had been scratched and chipped. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc) for repair. Sorc checked the subject device and found that the reported error e216 occurred when the subject device was angulated, due to the failure of the ccd unit. Sorc surmised that the ccd unit failure was caused by the user handling, because there were chips/scratches on the adhesive of the bending section and scratches on the bending section. Then, the subject device was transferred from sorc to omsc for evaluation, but the investigation is in progress at this time. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the scope communication error e216 occurred on the subject device. There was no report of patient injury associated with this event.